Event description:
It was reported by the rn after administering an im injection with a springloaded retractable syringe, that the needle and spring came apart. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: im injections.